Event description:
The manufacturer received information alleging that the device cannot be operated after three restarts (e-088) error codes were found on the device's error log for a bipap a30 silver series device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the bipap a30 silver series device at third-party service center, the third-party service technician observed the error code, device cannot be operated after three restarts (e-088), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of this error code that had occurred on the device. There was no part(s) replace, or repairs made to the device. The root cause is not confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the pca needs replaced for nonreportable errors that were found on the device's error log, which were unrelated to the reportable issue.